Event description:
It was reported that a shunt assistant (fv413-t) was implanted together with a progav 2.0 (#fx438t) during a procedure performed on (B)(6) 2023. According to the complainant, the system had adjustment difficulties. Therefore, the complete shunt system was explanted on (B)(6) 2025. The samples were sent to the manufacturer for investigation. No patient complications were reported as a result of the revision procedure. Same incident as medwatch#3004721439-2025-00219.

Manufacturer narrative:
Investigation: visual inspection: during the investigation, no significant deformations or damage of the valve was determined. Permeability test: a permeability test has indicated that the shunt assistant is permeable. Wählen sie ein element aus. Computer controlled test: to investigate the opening pressure using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valve is tested in both the horizontal as well as the vertical position. The results show that the shuntassistant operates within the accepted tolerance in both positions. Internal inspection: after dismantling of the valve, no visible organic deposits were found. Result: based on our investigation results, we can determine no functional deviation of the valve. The shuntassistant met all specifications. No further regulatory actions are required from our point of view. No further regulatory actions are required from our point of view.